Manufacturer narrative:
Please reference related manufacturer report no: 2015691-2017-02401 and 2015691-2017-02403 image review was performed by an edwards lifesciences physician proctor. Procedural cine was provided for review. Procedural cine: heavily calcified annulus · horizontal aorta; bav x2, last bav with contrast injection; pt appears to be moving on the table; tip of delivery system touches and bends around aortic arch during valve alignment; valve diving and flex catheter buckling seen; as delivery system advances around the aortic arch, the ds appears to kink. Extreme diving seen. Appears to be too much wire in lv; undeployed valve across annulus shows that the distal marker is approx. 8mm from valve frame; ds balloon inflates distally because it is not centered on the valve and partially expands (only) distal portion of valve. Balloon inflates completely causing valve to move aortic; partially deployed valve seen in descending aorta and deployed; valve not fully expanded as only proximal part of balloon is used for re-dilation; valve slides down ds catheter towards abdominal aorta; valve appears stable in abdominal aorta. Ds withdrawn; 3rd bav seen no images provided of 2nd valve alignment. 2nd valve now seen being pulled back into esheath. As undeployed valve is pulled to the esheath, the flex catheter is seen being withdrawn. Valve is now against distal end of esheath and valve alignment is being performed without the flex catheter in position valve is seen diving into esheath flex catheter advanced against valve. Flex catheter seen buckling no images provided of complete valve alignment of 2nd valve undeployed valve now seen across annulus; distal marker is approx. 6mm far from valve frame ds balloon inflates, slightly expanding the distal portion of the valve and causing the valve to move aortic ds balloon re-inflated again with valve not centered between markers, causing the valve to move aortic 2nd valve now seen in abdominal aorta; undeployed esheath on right side appears kinked new sheath advanced in left femoral artery (appears to be an esheath) 1st valve in abdominal aorta re-dilated with a balloon (looks like a coda) 2nd valve now deployed within 1st valve (no images provided of deployment) dissection/perforation seen at right common iliac artery endograft seen in right iliac artery impression/recommendations: if tension is built up within the esheath or delivery system creating difficulties with valve alignment (valve diving, buckling), it is recommend to unlock the system to relieve tension and realign the valve. If tension persists and valve alignment is not possible, the entire system (esheath and delivery system with valve) should be withdrawn and a brand new esheath and ds should be used. Do not recommend deploying valve if not centered between balloon markers. Cause of asymmetrical expansion of valves is due to uneven expansion (distal portion expands first) as the valve is not centered between markers and working length of the balloon. It is recommended to lock the system with the flex catheter tip against the valve during withdraw into or at the esheath tip. Withdrawal should be gentle, without forcing the valve in order to avoid kinking of the system and complications of the delivery system diving. Valve alignment using distal end of esheath has never been suggested since this may cause damage to the unexpanded valve, esheath and vasculature. The delivery system was returned to edwards lifesciences for evaluation. During visual analysis it was observed: the delivery system was returned partially locked with the full fine adjust used, there were minor gouges on the flex tip, there was a kink on the guidewire lumen shaft at the triple marker (likely due to packaging), and there was compression/bunching on the flex shaft. During functional analysis, the delivery system was able to be pulled to the valve alignment marker and locked with no slippage, per specification. Full fine adjust was able to be used without any observed abnormalities. No dimensional analysis was performed as the device functioned without observed abnormalities. A review of complaint history, lot history, DHR and manufacturing mitigation's supported that a manufacturing non-conformance likely did not contribute to the event. During functional testing of the returned device, the device was able to be pulled to the warning marker, suggesting that the tension experienced during the procedure contributed to resistance. Compression noted on the flex shaft indicates that the device was likely under tension during valve alignment. Performing valve alignment at a bend or angle can cause the valve to unseat (non-coaxial placement of valve in relation to the flex tip) from the flex tip during alignment and ¿dive¿ into the lumen of the flex tip, where part of the crimped valve slides into the flex tip lumen. Visual inspection of the returned device revealed gouges on the flex tip suggesting diving and/or resistance against the valve struts occurred during the procedure. The review of imagery provided from the procedure showed a tortuous access vessel anatomy. Imagery for the second delivery system valve alignment was not provided. However, imagery of the delivery system retraction into the sheath and subsequent positioning of the valve onto the inflation balloon was provided. The imagery showed that the flex catheter retracted into the sheath with the valve remaining by the sheath distal end (not retracted in the sheath). The sheath tip pushed against the proximal end of the valve, which caused it to move towards the distal marker. During this maneuver, the valve dove into the sheath tip. The delivery system was again advanced through the sheath wherein compression was observed on the flex catheter upon interfacing with the valve. Ultimately, the valve was shown to be situated on the inflation balloon. The use of the sheath to perform valve alignment is not instructed per the training manual. Additional patient and procedural factors can also result in difficulty with valve alignment. Potential issues include: residual fluid in the balloon, which can enlarge the inflation balloon profile and create interference with the valve during valve alignment. Improper crimping of the valve onto the balloon. The valve may not be crimped to the appropriate size or may have been damaged during the crimping process. While a definitive root cause was unable to be determined, available information supports that patient and procedural factors may have contributed to the reported complaint. The complaint was unable to be confirmed for difficulty with valve alignment. No manufacturing non-conformities were found in the returned sample. Available information suggests that patient factors and/or procedural factors may have contributed to the event. No labeling or IFU inadequacies have been identified and review of complaint history revealed that the occurrence rate does not exceed the july 2017 control limits for this trend category. Therefore, no corrective or preventative action is required.

Manufacturer narrative:
The investigation is ongoing. This is two of three manufacturer reports being submitted for this case. This event represents the second delivery system used in the case.

Event description:
As reported by our affiliates in (B)(4), during implant of a 29mm sapien 3 case in the aortic position, during gross alignment, there was difficulty aligning the valve on the delivery system balloon. There was extreme traction on the system and it was not possible to retract the balloon completely by manual manipulation. With the fine adjust, the valve was advanced slightly, but not completely aligned on the balloon. During valve deployment, it was observed on aortogram that only the ventricular part of the valve was opening. The valve was retracted into the thoracic abdominal aorta and deployed above the level of the renal arteries. New devices were used, however, there was again difficulty aligning the valve on the delivery system balloon. There was extreme traction on the system and the balloon cannot be pulled deeply enough under the valve. During an attempt to retract the valve into the sheath, the balloon more centrally placed under the valve and the whole system was advanced again. During valve deployment, it was again observed on aortogram that only the ventricular part of the valve was opening. The partially deployed valve was retracted to the descending aortic level. While attempting to retrieve the sheath, it was observed the device had torqued and kinked, causing a major bleed at the iliac/aortic level. The patient went into hypovolemic shock. An occlusion balloon was advanced via the left femoral artery and deployed at the abdominal aortic level, stabilizing the patient. A sheath was placed in the right femoral artery. A 28mm ptav balloon was advanced via the right femoral access to successfully deploy the 2nd valve at the level of the 1st valve. Two covered stents were implanted in the right iliac artery. The bleeding was stopped, the patient stabilized and the access vessel was successfully closed. Ten days post procedure the patient is still in the ICU and their outcome unsure. The patient¿s access vessel mld was 8mm and was moderately tortuosity. The valve alignment was attempted in a straight section of the aorta. There was a lot of tension experienced. Valve alignment and/or flex tip retraction was attempted multiple times to correct the issue. The system was not torqued or heavily manipulated. It was not possible to pull to the level of the warning marker.